Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to restart the services on the es server. A technical service engineer troubleshooted and found that interface issue on the pyxis side. So, they restarted the services on the es server and confirmed the messages. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with patient details which were not crossing over multiple stations. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.